Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient went to ER 12 days post treatment for an abscess. Antibiotics were prescribed. Patient returned to the treating clinic for follow-up visit 16 days post treatment. The abscess was drained and dressed, and the clinic confirmed the abscess was resolving. Patient was scheduled for another follow-up appointment but did not keep it. The clinic attempted multiple times to contact the patient with no response. The clinic will not continue reaching out to this patient.